Event description:
The initial injection made my knees feel worse [condition aggravated] around the time of the second injection I had an acute onset of fatigue [fatigue] muscle pain [myalgia] tendonitis in my shoulders [rotator cuff syndrome] achilles tendon [tendonitis] joint pain in multiple joints [arthralgia] nasal congestion [nasal congestion] I had a very painful r shoulder [arthralgia] right leg pain in the calf muscle directly below the knee [pain in extremity] the joint was swollen [joint swelling] knee effusion [joint effusion]. Case narrative: this is a serious spontaneous case received from a consumer via a regulatory authority in united states. This report concerns a 71-year-old female (not-hispanic or latino origin), who experienced initial injection made her knees feel worse, acute onset of fatigue, muscle pain, tendonitis in shoulders, achilles tendon, joint pain in multiple joints, nasal congestion, very painful right shoulder, right leg pain in the calf muscle, joint swelling and knee effusion during treatment with intraarticular use euflexxa (sodium hyaluronate) solution for injection, unknown concentration. Dosage regimen consisted of two doses for osteoarthritis of the knee administered on an unspecified date in 2024. The patient reported waiting two weeks since the initial injection made her knees feel worse. The onset date was reported to be (B)(6) 2024. Around the time of the second injection, she had an acute onset of fatigue, muscle pain, tendonitis in her shoulders and achilles tendon, joint pain in multiple joints and nasal congestion. She went to her primary care physician (pcp) on an unknown date in 2024, and the doctor referred her to a rheumatologist. The patient went to the rheumatologist and had a complete workup for all autoimmune disorders as well as testing for lyme disease. Afterwards, she started having right leg pain in the calf muscle directly below the knee. By the next day, the joint was swollen, and she went to the emergency room (ER). X-ray and us (ultrasound) revealed an effusion. They did not drain it and sent her home on oxy. On an unknown date in 2024, the patient went back to the rheumatologist who drained the knee. They started her on empiric treatment for lyme of doxycycline and oral prednisone (10 mg/day). Within two days she had results and it pointed to pseudo gout because of the calcium pyrophosphate crystals. All the blood work from previous week came back and the only positive testing was for crp (c-reactive-protein) and esr (erythrocyte sedimentation rate) which were both elevated. All markers for autoimmune disorders were negative. Lyme testing also negative. She also reported she had a very painful right shoulder and sought help from and orthopedic surgeon specializing in shoulders. He ordered an MRI and when she went back, the physician's assistant (pa) made it sound like her arm was ready to fall off and that she needed surgery. The patient reported that luckily, she opted for a second opinion and was told she did not need surgery after the ER visit and the draining of the effusion. She started to realize that all these problems/symptoms appeared after receiving euflexxa. She looked on the medicare statement and found out the name of the product that was injected to be euflexxa. When she researched the product both on the company's website and another website, she realized that all of the problems that she had were directly related to the drug. She reported that at the time of this report, she still was experiencing pain and fatigue. The events of the initial injection made her knees feel worse, around the time of the second injection, she also experienced an acute onset of fatigue, muscle pain, tendonitis in shoulders, achilles tendon, joint pain in multiple joints, nasal congestion, very painful right shoulder, right leg pain in the calf muscle directly below the knee, joint swelling and knee effusion were considered serious due to disability. Action taken with euflexxa was unknown. At the time of this report, the outcome of the initial injection made her knees feel worse, around the time of the second injection, she also experienced an acute onset of fatigue, muscle pain, tendonitis in shoulders, achilles tendon, joint pain in multiple joints, very painful right shoulder, right leg pain in the calf muscle directly below the knee was not recovered. The outcome of nasal congestion, joint swelling and knee effusion was unknown. The patient had performed the following procedures: knee drainage, x-ray, us and MRI (performed on an unknown date in 2024). The following lab tests were performed: autoantibody test (result: negative), borrelia test (result: negative), c-reactive protein test (result: elevated), red blood cell sedimentation rate test (result: elevated), and synovial fluid crystal test (result: crystals present). All tests were performed on an unknown date in 2024. The following concomitant medications were reported: levothyroxine, alprozolam, multivitamins, folic acid, trazodone and vitamin b12 (no onset and stop dates were reported). Overall listedness (core label) is unlisted. Reporter causality: related company causality: related other case numbers: internal # - others = mw5157893 this ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the mdd (european council directive of 14 june 1993 93/42/eec concerning medical devices) / MDR (EU) 2017/745 and/or because it did not occur in an EU + efta country + tr and ni and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.